Manufacturer narrative:
This report filed (B)(6) 2014.

Manufacturer narrative:
(B)(4). Battery is currently unavailable.

Event description:
Per the patient, the rechargeable battery reportedly leaked in the charging unit. The patient has been advised to discontinue use of the battery and return it to the manufacturer for evaluation. The product has been exchanged. There was no allegation of patient injury associated with the complaint. The device has not been made available for analysis as of the date of this report, (B)(4) 2014.